Event description:
Clinic rn reported during treatment, the saline line became unattached while patient ws dialyzing. Patient did have 250 ml blood loss with no further medical intervention or treatment. A new treatment system was set up and treatment was completed as ordered. Sample is available.